Event description:
It was reported that the atrial lead exhibited noise which resulted in inappropriate mode switch episodes. The noise was not reproducible with arm movements. All electrical parameters were within range. The patient was in good medical condition. No intervention was reported.